Event description:
The patient noted they have a nevro device that was causing them problems. 604877255. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).